Event description:
The patient contacted lifescan alleging that, his surestep enhanced meter was reading inaccurately high. The patient was unwilling to complete troubleshooting; however; he reported that the test strip confirmation dot turns blotchy blue with the application of a sample. The patient did not allege harm. There is no information to suggest that the patient experienced injury or medical intervention due to the product. Based on the information supplied by the patient, there is an indication that the test strips malfunctioned and that the event meets the criteria for a medical device reportable. The test strips were replaced.